Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the pt underwent a gynecological procedure on an unclosed date at an undisclosed location and a mesh product was implanted into the pt. It is also reported that the pt experienced pain, erosion of internal tissues, and has undergone add'l surgeries and revisionary procedure. No add'l info is provided at this time.